Event description:
It was reported that the physician inserted the tracheostomy tube in the pt on or near (b) 96) 2009. On (B) (6) 2009, the pt went to the hospital where the physician observed the cuff was deflated. He attempted to inflate the cuff with 20 ml/air without success. There was no info provided regarding any required medical intervention. It is not known if the pt required re cannulation as use of the tube should not exceed twenty-nine days and the tube should have been removed routinely by (B) (6) 2009.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.